Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) below 30 mg/dl. Reportedly, the customer's bg tended to decrease naturally. Insulin delivery was suspended to treat bg.